Event description:
It was reported that the patient had to seek medical attention with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 24 and 36 hours. According to the patient they were visited by an IV (intravenous) clinic. The patient reported hitting the pod on something and later noticing her glucose levels were elevated. The pod's cannula was found to be dislodged, and the pod was leaking insulin. Symptoms reported include severe headache nausea fatigue and frequent urination the patient was treated with fluids with vitamin c, b, glutathione, and zofran. The patient was released same day. The pod was removed before calling the IV clinic.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: phone_control_ios. Cloud - omnipod 5 software app version: 1.1.6. Cloud - smartphone operating system: 18.3. Cloud - smartphone hardware: iphone 17.2. Cloud - cgm sensor type: g6.